Event description:
It was reported that an unknown defect occurred on a homechoice (hc) device before use. The defect occurred after a "short circuit occurred". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was received for evaluation. Visual inspection, functional testing, an event history log review, and a short simulated therapy were performed. A review of the device history did not reveal any issues related to the reported condition. During functional testing and the event history log review, a power failure was detected. The cause of the issue was determined to be the accomp printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.